Event description:
It was reported that after changing the infusion set, the user experienced hyperglycemia and later discovered the luer connector was not properly attached and had fallen off, then requested guidance to attach new supplies; no device alarms were reported. Symptoms included elevated blood glucose with a reported peak above 400 mg/dl and no acute complications. Outcomes included temporary impact on blood glucose control for several hours, self-treatment with a 6-unit dose, no medical intervention, and subsequent improvement as glucose began trending down. Investigation included complaint intake, user troubleshooting and education on reconnecting supplies, and assessment of infusion setup. Investigation of this case revealed a likely interruption of insulin delivery due to an incompletely connected luer interface, consistent with user report and lack of device alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related connection error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.